Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-13035 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the device was successfully installed, however, when the physician rotated the handle of the device during the procedure, the band was unable to be deployed. Several attempts were made, but the band would still not release. They attempted to use a second speedband superview super 7 device, however, the same problem occurred. A third speedband supeview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the tripwire was not cinched into the handle slot. The handle slot showed no deformation to indicate the trip wire was previously cinched into the handle slot. The trip wire was wound around the handle. The handle rotated freely when turned. There was no damage or defects observed with the returned tubing. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-13035 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the device was successfully installed, however, when the physician rotated the handle of the device during the procedure, the band was unable to be deployed. Several attempts were made, but the band would still not release. They attempted to use a second speedband superview super 7 device, however, the same problem occurred. A third speedband supeview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.